Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was later reported that there was incomplete telemetry in the operating room on (B)(6) 2013. Rescan of patient¿s pump found the program running as prescribed. The patient outcome was ¿no injury¿.

Event description:
It was reported that, halfway through telemetry and updating the pump, the physician programmer showed an error code of ¿08:08:f8:f8:544(253). Upon re-interrogation of the pump, it was in a stopped pump mode. The pump was reprogrammed and updated, confirmed ¿everything was fine¿. The issue was resolved. The device system was used to deliver lioresal 500mcg/ml at 60mcg/day. Additional information was requested but was not available at the time of this report.